Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sept2019. Service engineer was able to confirm the customer's complaint via the diagnostic log. No parts was replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failing extended self-test (est) with code (3126) flow error. There was no patient involvement.